Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 406 mg/dl range. The customer reported insulin flow blocked alarm occurring during basal and bolus. The customer had no symptoms. The customer did treat the high blood glucose level with manual injection. The current blood glucose level was 448 mg/dl. The customer did not troubleshoot the issue due to it being a past event. The customer declined troubleshooting for the high blood glucose levels. The insulin pump or infusion set will not be returned for analysis.